Event description:
Patient reported the buttons stopped functioning after the infusion device fell in water. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up and down button is damaged due to handling with sharp objects. The buttons should not be actuated by using hard or sharp objects. Due to the leaky soft components, liquid entered the pump and damaged the electronics. This led to the unsolvable e8 error message(s).